Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient experienced procedural pain during their stage one trial. The patient reported the pain radiated from their tailbone to their buttock area. The patient had their therapy turned off for over 24 hours and still experienced pain. Due to this, the patient had their tined lead explanted. The patient will not move forward with the permanent implant and did not have a follow up.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient experienced procedural pain during their stage one trial. The patient reported the pain radiated from their tailbone to their buttock area. The patient had their therapy turned off for over 24 hours and still experienced pain. Due to this, the patient had their tined lead explanted. The patient will not move forward with the permanent implant and did not have a follow up.